Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Questions were sent to the author of the article. No response was received. The study concludes that the use of chimney and/or periscope endografts for pararenal aortic pathologies achieves and maintains successful exclusion of the aneurysm in 90% of the cases at 24 month follow up.

Event description:
Received an article titled: CT angiography at 24 months demonstrates durability of evar with the use of chimney grafts for pararenal aortic pathologies. Published in the journal of endovascular therapy. The purpose of this article was to present the 24 month radiological follow-up data for patients with pararenal aortic pathologies treated with chimney and periscope grafts during endovascular repair. Between january 2008 and december 2011 124 patients were treated using the chimney technique at two european vascular and cardiovascular centers. Per the article, procedural complications included adverse events associated with the procedure and follow up.